Event description:
During the implant procedure, the ventricular setscrew on this device would not engage. Therefore, the device was not implanted.

Event description:
During the implant procedure, the ventricular setscrew on this device would not engage. Therefore, the device was not implanted.

Manufacturer narrative:
The ventricular setscrew would not work correctly during the implantation procedure. The analysis on this device is pending. September 14, 2009

Manufacturer narrative:
(Other): the ventricular setscrew would not work correctly during the implantation procedure. The analysis on this device is pending.